Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and that a malfunction occurred. Customer's blood glucose level was 147 mg/dl. Further information regarding the customer or event was not provided.